Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within specification. No weak battery alarms noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with broken battery cap. Unit received with minor scratches on lcd window. Unit received with corroded battery tube.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reports to have cracks on insulin pump and battery cap. Customer reports that physical damage occured when changing batteries. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.